Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an external flash crc error. The customer¿s had high blood glucose level of 260 mg/dl. Customer stated that the external flash crc error and wiped out the settings of the pump. Customer states the alarm received an external flash crc error. The insulin pump will not be returned for analysis.